Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. The physician questioned whether the battery depletion was normal. While it was implanted, it functioned as expected, with good sensing and impedance measurements. However, it was noted that the right ventricular threshold measurement was higher than expected. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, [defibrillation], and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This ICD has been returned to boston scientific and is currently analysis. This report will be updated when analysis is complete.

Event description:
--